Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG cable is not being detected. The fse evaluated the device and determined that the ECG connector was not seated correctly. Once the ECG connector was properly reseated the device returned to full functionality. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the ECG connector not being properly seated. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse reseated the ECG connector to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.